Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance related to the product. The total lot size was 120. Three units of the lot were found to have foreign material in the tray. One unit was found to have a broken tray. The four affected units were removed from the production lot number and the remaining balance was approved for use. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt had two percutaneous leads place on (B)(6) 2010. During the implant procedure, she began to bleed profusely. The case was aborted, and the leads were removed and discarded.